Event description:
A patient reported blood glucose results of "186 mg/dl", and "126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient did not receive any treatment following use of the meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The patient had 2 vials of test strips, same lot number and same code. The customer service representative performed trouble shooting with the customer on both vials of test strips and the control solution results on each vial were not within range. The control solution and test strips were replaced.